Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced high blood glucose overnight and had taken an injection to bring down her glucose level. The caller stated that her blood glucose was 69mg/dl at bedtime, and then in the middle of the night it dropped to 20mg/dl. The caller believes she may overcompensated by eating too much. The customer did not feel well and took an injection. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run the high pressure test and the test passed. No further information was provided.